Event description:
It was reported that this pacemaker over-sensed noise on both the right atrial (ra) and right ventricular (rv) leads, both of which were implanted in (B)(6) 1994 (the rv lead is a competitor product). No loss of capture observed. Impedance values are within range in both channels. The physician requested analysis by boston scientific technical services (ts) and will schedule more frequent follow ups. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.